Event description:
It was reported that the catheter unraveled. While using a runway guide catheter, the physician removed a guidewire or stent delivery system and internal threads of the catheter were noted to have "come out." The procedure was completed with a different device and not patent complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).